Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery.

Event description:
It was reported that the customer's blood glucose (bg) was in the 600s mg/dl. A bolus was delivered to address bg. During troubleshooting with tandem technical support, customer reported pump time was not adjusted during daylight savings.